Event description:
In 2009, patient reported she was having high blood glucose for the past week because she is unable to use her infusion device. She stated she was unable to use the infusion device due to e4 (occlusion) message that she received while attempting to prime the infusion set after installation of a new insulin cartridge. Patient reported she has switched to administering insulin shots since then. Advised patient to change the adapter every 10 insulin cartridges. Advised patient to attempt to prime the infusion tubing again: e4 occlusion error received. Patient states insulin does not appear to flow into the infusion tubing. Advised patient to disconnect tubing from the adapter, and attempt to prime. Patient reported insulin flowing freely out of the adapter. Advised patient to connect new infusion tubing/infusion set. Patient states she was able to successfully prime new infusion set, and returned infusion device to run mode. Patient was using her backup infusion device; e4 occurred on backup infusion device as well as the primary infusion device at this time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.